Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users were unable to login. A technical support specialist (tss) dialed into servers and found internet information services certificate was not bound. Bound the certificate as per knowledge article "how to install server certificates" and restarted iis services. Verified successful login for application, patient encounter system, and health sight viewer and confirmed with the customer that issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all users unable to login with the error unable to authenticate. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.